Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. The patient's family member did not believe the cause of death was related to the device. Nevro attempted to obtain a cause of death from a healthcare professional but no additional information was available.